Event description:
It was reported that there was an alert for out of range (oor) left ventricular (lv) lead high impedance and that there was no capture at max output voltage of the lv lead. Therefore lv pacing was turned off, atrium ventricular (av) delay extended and, sense response pacing turned off to allow for intrinsic av conduction. It was later reported that the lv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacemaker cardio/defib (B)(6) 2010; 4469 competitor implantable pacing lead (B)(6) 2006. (B)(4).